Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting a no delivery alarm. Customer also reported that they had to go to the hospital on (B)(6) 2018 at 9:22 pm due to a blood glucose of 312 mg/dl and was instructed to change the site. It was not noted if the customer was wearing the insulin pump at the time of admission. Troubleshooting for no delivery was completed but declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Event description:
The customer reported that he went to hospital for a follow up and was not diabetes related. The customer was wearing the insulin pump. His high blood sugars were not caused by the insulin pump/equipment. The hospital staff had told him he had to change the site rather then using the same spot to insert the infusion set. Customer changed his site and his blood sugars started to come down so it was something he was doing and not insulin pump related like he had thought.